Event description:
(B)(4). I was implanted with a medical device implant called essure on ((B)(6) 2008). On my (B)(6) birthday on my left side, also on ((B)(6) 2008) for my right side. This medical device implant is now manufactured by bayer, formally by conceptus inc. My lot number is (626531) my model number is (ess305). This device has a three year shelf life, however I do not have that expiration date. The onset of my complaint started on ((B)(6) 2009). This is a list of my side effects and symptoms that I have experienced due to essure: I have been seen by a couple of drs from trips to the ER and 2 obgyn. I have been diagnosed with the following conditions: recently was diagnosed with ovarian cysts and most likely endometriosis. I have had the following surgeries due to essure: laparoscopic hysterectomy to have essure removed, with no success because I still have them implanted in me. The device is still inside of me, and it is causing me a much more worse pain than before the hysterectomy was done, my left side is always hurting, I wake up with bad headaches, not to mention the pain that shoots down my leg and my hip. The stabbing feeling is the worst and because of it I can't cough, sneeze or even laugh because it feels like a sharp object is trying to rip through my skin. I have hair loss by the bunch, and I am always tired, amongst much more other issues the essure has caused, like the constant pregnant look thanks to the bloating.